Event description:
The mpu had a v-lock connector on the ac power cord which did not come loose from the wall or the back of the unit. There were no environmental circumstances that would have affected ac power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via evaluation of the returned mobile power unit (mpu). The returned unit was evaluated at service depot and a constant audible alarm was heard when the mpu was connected to power. The mpu was then tested in a mock circulatory loop and a no external power alarm was also observed on the controller screen. The patient cable was replaced, and the unit was then functionally tested without any issues. The mpu was then returned to the customer and the replaced patient cable was forwarded to product performance engineering (ppe) for further testing. During testing at ppe, evaluation of the patient cable electrical integrity revealed that the wires associated with redundant power and power return lines were shorting when manipulating the cable; further testing did not reveal any other shorts on the patient cable. Evaluation of the underlying wires revealed that wires associated with redundant power and power return lines were exposed near the patient cable connector. There was potential for contact between the exposed wires, which would have resulted in the reported alarms. Controller event log files were submitted for review. The log files did not capture no external power alarms due to losses of power occurring while connected to the mpu. However, the log files captured instances of the power cables not being connected to power sources that did not appear to be related to power source exchanges; these events may be associated with the power cables being connected to the damaged mpu. The root cause of the observed damaged wires on the patient cable was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 21mar2023. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was changing over from mobile power unit (mpu) power and had a no external power alarm. The patient stated that this happened with only 1 power cable disconnected. The alarm did not disappear even when the patient reconnected to the mpu. The patient's daughter performed a controller exchange, but the alarm persisted. Another controller exchange was performed. The patient was advised to come into the emergency room (ER) for evaluation. Upon arrival, there were no active left ventricular assist device (lvad) alarms from the controller. The mpu was disconnected from power and alarming. Log file review captured driveline disconnect events on (B)(6) 2023 at 3:04 pm that lasted for around 2 minutes. No external power events were noted at 3:07 pm when the patient was switching from battery power to mpu. The white power lead was disconnect first followed, by the black power lead a few seconds later, causing no external power events. The mpu was exchanged, and there have been no new alarms with the new mpu.